Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report that a cup burst during use. No serious injury occurred; however, the pt reported that the cup burst while he was holding it, causing a slight cut on his hand. The MFR is implementing corrective actions to prevent recurrence of bursting cups.